Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Manufacturer narrative:
The devices associated to the complaint were not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other complaint was reported for the affected product code and lot combinations. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient has had revision surgery for dislocating shoulder joint. Patients shoulder dislocating due to improper placement of metaglene. Impingement at posterior glenosphere. Inferior locking screw broken, possibly due to to tension when impinging. Metallosis due to, possibly, poly wear from metal debris. Possible infection. Additional information received (B)(6) 2015: there were no readings taken to confirm metallosis, but it was evident in the surrounding tissues and on the implants by dark grey discoloration. The broken screw was a locking screw (lot number not known). The patient was experiencing late dislocation.